Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2018, a 3.0x15mm and 3.0x18mm xience sierra stent were implanted. On (B)(6) 2018, the patient was re-admitted with shortness of breath. A stress echo was performed; however, no treatment was reported. There were no adverse patient effects. No additional information was provided.